Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cancer fear. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor round saline moderate plus profile prostheses placed had them removed due to cancer fear post procedure. The patient had a mammogram that showed fatty breast tissue with increased cancer risk. She chose to have her implants removed fearing that perhaps this mammogram finding was due to her implants being too large. The implants were removed without replacement on (B)(6) 2020. There is no evidence a causal relationship between the mammogram findings and the presence of the implants was never proposed by a medical professional. See 1645337-2021-00532 for contralateral prosthesis report.